Event description:
No thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, bone resorption, peri-implantitis, pain, mobility.